Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime or fill, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting out during the fill tubing process. Customer stated that insulin continues to drip after motor stopped during the fill tubing process. Customer stated that they were unable to exit the load reservoir process and did not received complete status with next highlighted on the screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.